Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: neither the fault reported by the customer could be verified nor another fault found. The following service activities were performed: performed service and repair functions. Reviewed service history. Attach box label, and electrical safety. The unit was evaluated and no functional fault was found. Replaced worn fingers on complete pressure adjusters (preventive maintenance) with tip replacement kits. The unit passed all diagnostic tests, functional tests, and is fully operational. Further a review into the depuy synthes mitek complaints system revealed one similar complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the fms duo inflow chamber keeps filling non-stop. The inflow tubing and cover were checked. Reported there was no harm to the patient or delay in the surgery.